Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025 and suture was used. The mother was admitted to the hospital due to "39 weeks of amenorrhea and requested to wait for delivery". At 4:37 pm on the second day after admission, the mother gave birth smoothly. The doctor followed the suture operation specifications and product instructions to suture layer by layer. When using the suture to suture the skin layer of the perineal incision, the needle passed through the tissue and only one stitch was sutured. When the needle holder was released, it was found that the problem of pulling off suture needle happened, and the needle was stuck in the perineal fat layer. The doctor immediately reported to the department head and the head nurse and took measures to find the broken suture needle. At first, the needle finder was repeatedly used to search for it, and the suture surface was carefully touched by hand, but no broken needle was found. So, the b-ultrasound doctor was immediately called, and finally the broken needle was completely removed under ultrasound guidance about 40 minutes; after disinfecting the perineum and replacing it with a new suture, the surgery was successfully completed. This leads to emotional tension in the mother and prolonged exposure of the wound, increasing the risk of wound infection. There were no patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2025 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the reported issue contribute to any patient adverse consequences? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was the needle retrieved during the same procedure? - was there any additional tissue damage resulting from the search for the needle piece? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions: additional information was requested, the following was obtained: - when did the needle detach/ pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --during passage through tissue h3 investigational summary: the product was returned to ethicon for evaluation. One used needle and one empty labeled winding former outside the foil packet were received for analysis. Product code w9932. During the visual inspection of the returned sample, it was noted that a suture piece was still attached to the needle. In addition, the swage and attachment area were observed as expected. The remaining suture was not returned for evaluation. Four photos were provided showing one detached needle, one used suture, one labeled winding former and needle inside a plastic. The last photo showed one foil packet that pertains to product code w9932. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.